Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxguard pressure rated t-connector extension set with needleless connector separated the following information was received by the initial reporter with the following verbatim: spin collar on t-connector comes off.

Manufacturer narrative:
Samples were returned with (B)(4), and investigated under that record. No samples were returned for this record, but the issue has been identified and the same actions taken by the plant apply here as well. Device history record review for model mpxt5302-c lot number 24079253 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 04jul2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing site found the root cause for the t-connector coming apart easily is the lip on the male luer. This 'lip' that retains the luer collar was found to be out of specification. This lip was too small, allowing the collar to loosely slide off the luer. This issue has been escalated into a funded project at the manufacturing site to address and mitigate the risk of this issue recurring. This project includes a work order to replace the slide core pin for the mold m438, a quality notification to contain lots in process, and a quality alert to communicate to personnel the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.